Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A88611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), vaginal discharge ("vaginal discharge"), memory impairment ("forgetfulness."), vaginal infection ("vaginal infection") and alopecia ("hair loss"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomies.). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, abdominal pain, back pain, dysmenorrhoea, vaginal discharge, memory impairment, vaginal infection and alopecia outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, memory impairment, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, back pain, dysmennorhea (cramping), pelvic pain, menorrhagia. Trailing coils left-7, right 8. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: plaintiff fact sheet received. Reporter added. Essure lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. A88611-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), memory impairment ("forgetfulness"), vaginal infection ("vaginal infection") and alopecia ("hair loss"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, abdominal pain, back pain, dysmenorrhoea, vaginal discharge, memory impairment, vaginal infection and alopecia outcome was unknown. And the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, memory impairment, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for events: abdominal pain, back pain, dysmennorhea (cramping), pelvic pain, menorrhagia. Trailing coils: left-7, right-8. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2013, essure confirmation test(s) (unspecified): bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-aug-2020, update of information (batch is not valid). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), vaginal discharge ("vaginal discharge"), memory impairment ("forgetfulness."), vaginal infection ("vaginal infection") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full)). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, abdominal pain, back pain, dysmenorrhoea, vaginal discharge, memory impairment, vaginal infection and alopecia outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, memory impairment, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, back pain, dysmenorrhea (cramping), pelvic pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new events abdominal pain, back pain, dysmenorrhea (cramping), bladder problems, urinary problems, vaginal infection, vaginal discharge fatigue, hair loss, menorrhagia (heavy menstrual bleeding), forgetfulness were added. Patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.